Event description:
Physician was performing a mammary biopsy and when he was attempting to remove the biopsy from the needle he stuck himself. Physician was treated with betadine and blood work was drawn.

Manufacturer narrative:
Unfortunately, no samples were received for evaluation, and therefore the reported issue could not be confirmed. The DHR was reviewed for the lot reported and no non-conforming units were found during the product inspection.